Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/fading/discolored display screen. The reporter was walked through adjusting the pump contrast without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 05/02/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory functions. No other defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.